Manufacturer narrative:
The pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently initiated the load fill tubing sequence while connected to the infusion set site after the load sequence had already been completed. The customer disconnected from the infusion set site before the load fill tubing sequence completed, however, the customer alleged that ¿a few units¿ of insulin had already been delivered to the customer prior to disconnecting. The customer's blood glucose (bg) level lowered to 43 mg/dl. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) reviewed the pump history and confirmed that the load fill tubing sequence was inadvertently initiated by the user. Cts educated the customer on ensure the pump touchscreen is locked and off prior to putting the pump in a pocket. Reportedly, the customer continued using the pump for insulin therapy.